Event description:
Staph infection following use of infusion pump for delivery of marcaine (0.25%), post-diagnostic laparotomy procedure. Symptoms of infection reported to attending physician; infection treated with intravenous antibiotics and wound-vac. Patient discharged home.